Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer woke up and heard something beeping. Customer stated that she does not use the sensor feature on the insulin pump. Customer stated that they are unable to complete the rewind sequence. Customer received a max fill reached but never saw drops exiting when priming. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test or verify the maximum delivery alarm anomaly due to the motor error alarm. The pump had minor scratches on the display window, and cracked reservoir tube lip.